Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found solid material, similar to debris from the patient body which could not be removed was clogging the nozzle. Further evaluation found rubber glues worn out/cover cracked/light guide lens cracked and bending angulations was out of specification. The root cause could not be determined; the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii colonovideoscope nozzle is clogged by a foreign solid brown material. It was not possible to identify from when the foreign material has been remained in the nozzle. There is a possibility that the subject device was used to the patient with the foreign material remained. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9. Information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the brown foreign material that clogged the nozzle occurred from material from the human body. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.